Event description:
Fluoroscopy showed that the tubing connector detached from the subcutaneous access port. Surgeon believes that metal connector is fractured. Patient experiencing severe pain and surgery for explantation is scheduled for today.